Event description:
It was reported that the lead had sensing difficulty and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood/body fluid was observed in/on the outer tubing overlay and helix mechanism. The outer tubing overlay was also kinked/buckled, melted, had cosmetic esc (environmental stress cracking), and was breached cut. The outer insulation had a cosmetic depression, and explant damage was apparent.